Event description:
Affiliate reportedthat the device delaminated during placement. The attending continued to tack the device in place. No adverse patient consequences were reported and the device remains implanted.